Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: unknown. Bd corporate headquarters in (B)(4) has been listed. (B)(4) FDA registration number has been used for the manufacture report number. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® edta blood collection tubes had clotting. No serious injury or medical intervention reported.